Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose displayed "high" on the continuous glucose monitor. Cause was not known. Customer addressed elevated blood glucose by administering a manual insulin injection and changing pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.